Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5158362.

Event description:
Subsequent to the supplemental MDR, a correction was updated on 9/19/2024, voluntary mw5158362 was received.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2024. (Sae info) no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.